Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller said the patient had unrelated surgery about 2 months prior and since then the patient had not felt stimulation and had a couple of accidents. Caller wanted to increase setting and requested directions. Caller increased the stimulation and confirmed the patient was able to feel stimulation. Caller and patient were instructed to monitor to determine if there was an improvement in symptom control. This was described as a sudden change in therapy/symptoms. It was noted that the patient did not intend to follow-up with any healthcare provider. No further complications were reported or anticipated.